Event description:
The pt's pd rn called to report this patient expired during his pd treatment. This patient was reported sitting up in bed doing this "treatment" when he suddenly became unresponsive and expired. It is unk at this time if ems was called and if he was transported to the hosp. It is also reported the medical examiner states the cause of death is pending but appears to be "natural." There is no allegation of malfunction against the product in use at the time. He was seen in his monthly pd clinic appointment on (B)(6) 2013 with complaints of "feeling tired but getting better."

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of event. Received medical records have been reviewed by the post market clinical department and physician and assessed the following: a (B)(6) year old male esrd patient with medical history of diabetes, hypertension, solitary kidney, renal cell carcinoma w/ left nephrectomy, hyperlipidemia, gout, hyperphosphatemia, and cva in 2006 suddenly became unresponsive and expired during treatment. The patient was seen at his routine pd appointment on (B)(6) 2013 with complaints of feeling tired. The following day the patient expired. The medical examiner reported the cause of death was pending but appears to be "natural". No death certificate, autopsy report, hospital records or discharge summary where received based on the info provided, it is unk if the device may have caused or contributed to the patient's death. A supplemental medwatch report will be submitted upon completion of the investigation. Please reference MDR numbers: 2937457-2013-00359, 8030665-2013-00682 and 1713747-2013-9960.